Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
Initial report: this non-serious spontaneous case from (B)(6) was reported by a physician to our local affiliate on 15-jul-2010 and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessement utilizing the company's new device reporting tree - (B)(4). This case involves a female patient who developed an infected hematoma after treatment with poly-l-lactic (scupltra). The patient received antibiotics and the hematoma resorbed. The patient no longer has signs of the poly-l-lactic acid treatment and her condition is fine. Relevant medical history and concomitant medication information is unknown. Action taken: unknown.

Event description:
The lay user/patient contacted lifescan alleging the meter has a cracked display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.